Manufacturer narrative:
Evaluation codes, results: (dissection). Other (required secondary intervention).

Event description:
An endeavor drug-eluting stent was implanted in the proximal lad. Two additional endeavor drug-eluting stents were implanted for treatment of a complication/dissection/bailout. Pt was free of symptoms at 30 day and 6 month follow-up stages.